Event description:
It was reported that occlusion alarms occurred. The customer declined troubleshooting with tandem technical support. No adverse impact was reported to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.